Event description:
The customer initially reported that during surgery prep, it was found that the black shaft of the device was scratched. The device was not used for surgery. The incident device was returned and a visual inspection confirmed the scratches on the shaft of the device. The device failed hipot testing.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the device had been used. The ceramic dots on the jaw indicated energy transfer and there was blood on the hinge of the jaws. The insulating sleeve on the shaft of the device was scratched laterally about two inches in length exposing bare metal in two small areas along this scratch. The electrode failed hipot testing at 3.0 kv. The device was most likely scratched during insertion into the trocar. The IFU for this device cautions the customer to carefully insert and withdraw instruments from cannulas to avoid possible damage to the devices and/or injury to the patient.